Manufacturer narrative:
Section d.4 lot#: corrected.

Event description:
Allegedly the patient was experiencing adverse local tissue reaction (right). Both hips are asymptomatic. Metal ion labs are elevated. Mars MRI showed a pseudo-tumor on the right hip. Subject was seen by pi on (B)(6) 2018 for clinical exam and new x-rays, revision surgery was not indicated at this time. She will be seen for follow-up at visit 2. (No incident have been reported at this time for sae # (B)(4)). Additional information received from clinical on 07/09/2019, allegedly the patient was revised due to adverse tissue reaction. There was a revision surgery from a non-participating surgeon which was unaware of the protocol, therefore the explanted devices are lost to us. Sae # (B)(4). Neck/stem are non microport components.